Manufacturer narrative:
Lumenis investigated the reported event contacting the initial reporter directly to request further event information. During a telephone conversation with the patient, an employee of the user facility, the patient stated they were not wearing protective eyewear at the time of the incident. Additionally, the patient stated they had been examined by an ophthalmologist who confirmed no visual harm occurred. A review of subject device labeling operator manual found the following warnings regarding the use of eyewear during use of laser energy emitting equipment: "it is imperative that all people present in the treatment room during treatment (patient and medical personnel) protect their eyes by wearing lumenis recommended protective eyewear or equivalent." And "it is imperative that all people present in the treatment room during treatment (patient and medical personnel) protect themselves from retinal damage by wearing lumenis recommended safety eyewear (optical density 3 for operator and staff, optical density 5 for the patient) whenever intense pulsed light (ipl) is in use." Lumenis concludes that subject device operator failure to follow instructions in subject device IFU and common medical practice for the safe use of laser medical equipment to be the root cause of the event reported. User error only.

Event description:
A user facility reported that while cleaning the ipl hand piece of a lumenis one laser system, an employee of the facility accidentally deployed laser energy into their eye.